Event description:
Information was received indicating that a smiths medical cadd solis vip pump used in patient controlled analgesia (pca) mode with only boluses had alarmed "upstream occlusion" during infusion. The cassette was removed and set up again to stop the alarm. There was no clinical consequence for the patient.